Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included dry skin, vaginitis, uti, peripheral swelling, shortness of breath, hot flashes, anxiety, asthma, depression, gerd, headache, endometriosis, heart murmur, dizziness and nausea. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2015, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). In (B)(6) of 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal ) and menorrhagia ("abnormal bleeding ( menorrhagia). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (salping. (Bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the depression, vaginal haemorrhage, menorrhagia, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, chronic, back. Gen. Abnorm. Bleed discrepancy- date(s) of insertion:09sep2015, (B)(6) 2015, (B)(6) 2010. Essure confirmation:- did not undergo an essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Essure expiration dates- left (B)(6) 2018, right (B)(6) of 2017 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received reporter information, medical history was added. Essure expiry date added. 3rd &4th follow process together. On (B)(6) 2020: pfs received: - reporter information was added. New event added vaginal bleeding, menorrhagia, migraines / headaches, anxiety and event psychology injury updated to depression. Concomitant drug was added.3rd &4th follow process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. Concurrent conditions included dry skin, vaginitis, uti, peripheral swelling, shortness of breath, hot flashes, anxiety, asthma, depression, gerd, headache, endometriosis, heart murmur, dizziness and nausea. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2015, the patient experienced depression ("psych injury/ psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety and mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal )") and menorrhagia ("abnormal bleeding ( menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), back pain ("back pain") and migraine ("migraines / headaches"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vaginal haemorrhage and menorrhagia had resolved and the depression, migraine and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, chronic, back. Gen. Abnorm. Bleed discrepancy- date(s) of insertion:(B)(6) 2015, (B)(6) 2015, (B)(6) 2010. Essure confirmation:- did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Essure expiration dates- left-(B)(6) 2018, right-(B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain\ pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and back pain had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: received treatment for pain- pelvic/ abdominal, chronic, back. Gen. Abnorm. Bleed. Discrepancy- date(s) of insertion: (B)(6) 2015, (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 04-sep-2019: pfs received: new events- abdominal pain, back pain, gen. Abnorm. Bleed, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.